Event description:
The lever did not retract.the surgeon was performing a vertical repair, so t1 is still in the patient behind the capsule. T2 did deploy on the second attempt. The surgeon used the same hole for the second attempt for t2, and I believe that's why t2 pulled out.

Manufacturer narrative:
During our evaluation it was observed that the needle is bent, the suture or implants were not returned and although the design feature of the deployment slider is supposed to advance automatically per the IFU if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. No further investigation is warranted at this time.(B)(4)